Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Approximately (B)(6) 2011, the patient experienced withdrawal symptoms. The pump contained morphine and bupivacaine. Specific symptoms of withdrawal were not reported. A dye study was performed; there were concerns with the catheter. There was dye visualized in the intrathecal space and dye coming out of the connector, into the pump pocket. During the dye study the physician had a "difficult time" removing drug from the catheter and bolusing with the dye. Revision surgery occurred (B)(6) 2011. The same catheter issue occurred during surgery. During surgery, it was discovered the 8575 connector had a "hairline" fracture or tear at the bend (the part that connects to the pump). Once the 8575 was removed, the catheter performed with "perfect" function. The 8575 was replaced and the system functioned properly. Following surgery, the patient was "stable."